Event description:
It was reported that the battery gauge was fluctuating and the pump could not be charged. Customer confirmed pump display turned on when plugged into a power source and began charging while left plugged in. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.